Manufacturer narrative:
A probe was returned for evaluation. A device history record of the probe's lot was conducted. The product was released based on the MFR's acceptance criteria. No additional investigation is required based on the device history record reviews. The probe complaint sample was visually examined using (B)(4) magnification and was deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing were performed and deemed to be nonconforming. No cut performance was achieved and the cutter could not be observed in the port. The probe was disassembled and the components inspected. There is approx 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is significant wear marks on the inner cutter shaft. The engine was disassembled and the front housing o-ring appears to be dry. The product evaluation does confirm that the probe did not functionally cut properly, but it was able to aspirate. The root cause for the cut nonconformance is from the wear in the inner cutter. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approx 120 minutes before the cutting edge wear did not allow the probe to function. (B)(4).

Event description:
A customer reported that the vitrector would not cut when it was in the eye and there was no suction. No reported harm to the patient.